Manufacturer narrative:
It has now been reported that the patient experienced a loss of osseointegration resulting in fixture loss. This report is filed on february 12, 2019.

Manufacturer narrative:
This report is submitted on january 22, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site. The patient underwent skin revision using silver nitrate on (B)(6) 2018. On (B)(6) 2019 the patient was treated with a topical antibiotic. Additional information has been requested; however has not been made available as of the date of this report.